Event description:
It was reported that on (B)(6) 2014, the patient mistakenly went through a full body scan at airport security. After about a week of stomach problems, the patient realized that her device had turned off. The patient turned it back on the day prior to the report and had to increase stimulation from 0.8 to 1.1 in order to feel any stimulation at all. The patient stated that it did not have the same feel that it did prior to the body scan. Later that day the patient noted that she had verified the device was off using the patient programmer. The patient stated that she could feel the difference and it was ¿definitely working.¿ the patient stated that she was going to ¿let it go¿ and see how she did over the next week. If nothing changed, the patient would ¿let it go.¿ additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3093-33, lot # va06gmu, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).